Event description:
On 2/16/94 an ipp device was implanted. On 2/8/95 fluid was added to the device. On 4/19/95 the reservoir was revised. On 4/4/97 the entire device was removed from the pt and replaced due to fluid loss-cylinders.